Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: image not displayed due to corrosion on the scope connector. Reasonably known information suggests probable causes such as s damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the connecting tube had the coating peeling, image was not displayed, and c-cover was shaved. There was no patient involvement.